Event description:
It was reported that sheath tip damage occurred. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. During insertion, it was noted that the sheath would not advance over the wire in the groin. The physician removed the sheath and noticed malformation at the tip and that the sheath tip did not look even. The physician tried to lubricate the sheath with water, however, the sheath was replaced, and the procedure was completed with a new sheath. No patient complications were reported. The sheath is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.